Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a battery compartment crack, a discolored display screen, and intermittent response to a keypad button and contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found that the battery compartment was cracked. The pump was powered on and the display was noted to be discolored. The keypad buttons were observed to be intermittently responding to buttons presses. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).